Event description:
Reporter alleged discrepant blood glucose results of 488 mg/dl on the inform system when compared with a result of 30 mg/dl from a laboratory test when the tests were performed within 10 minutes. Reporter stated that patient (known diabetic with history of hypoglycemia) was admitted to hospital from nursing home and had been given massive amounts of oral glucose. Reporter stated that the laboratory specimen may have been mislabeled. Reporter also stated patient was not treated based on inform result. A request was made for the return of the suspect device and replacement product was sent.